Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the insulin pump had air bubbles in the reservoir. The customer¿s blood glucose level was unknown. The customer stated that they had a lot of air bubbles since 3 months approximately and also had problem with several boxes of reservoirs and different sorts of infusion sets and different lot numbers. The insulin pump will not be returned for analysis.